Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported a positive end expiratory pressure failure that prevented the initiation of mechanical ventilation. There was no report of patient involvement.